Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision - see (B)(4) for left. Original surgery performed in (B)(6). Asr xl; right. Reason(s) for revision: adverse reaction to metal debris(armd) on both hips.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision - see (B)(4) for left. Original surgery performed in (B)(6). Asr xl. Right. Reason(s) for revision: adverse reaction to metal debris(armd) on both hips. Update received: 22nd april 2014 - added patient ID (initials): (B)(6), added surgeon: dr (B)(6), added hospital: (B)(6), added patient gender: female, added dcgi reference number and added patient date of birth. Update confirmation of implant dates received from (B)(6) 05 aug 2014. Doi: (B)(6) 2008.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision - see (B)(4) for left. Original surgery performed in (B)(6). Asr xl; right. Reason(s) for revision: adverse reaction to metal debris(armd) on both hips. Update received: (B)(4) 2014 - added patient ID (initials): , added surgeon: dr (B)(6), added hospital: (B)(6), added patient gender: female.

Manufacturer narrative:
Depuy still considers the investigation closed.